Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the er220 instrument clips were malformed (did not cut the vessel). A new clp applier was used to complete the case. There was no consequence to the pt.